Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioflex meter would not pair with the onetouch reveal mobile app on an apple device. The complaint was classified based on customer care advocate (cca) documentation and a review of the call recording by medical surveillance. The patient reported that the device issue occurred on (B)(6) 2017. The patient manages his diabetes with humulin and humalog insulin and metformin pills. The patient stated that he uses result averages to calculate his daily insulin requirements and had to ¿guess how much insulin to administer each day¿ because of the pairing issue, as he did not know how to access previous results on the subject meter and could not access his averages through the app. The patient reported that between ¿one and one and a half weeks¿ after the issue began he developed symptoms of ¿spaced out, unsteadiness, excess thirst and a worsening in neuropathy.¿ the patient reported that on (B)(6) 2017, he visited his doctor¿s office, where he had his blood glucose test on a doctor¿s meter, which gave a result of ¿426mg/dl¿ and the doctor changed his humulin insulin to lantus insulin. During the call the cca noted that the mobile device and operating system were compatible with the app and the patient was using a compatible meter. The patient had previously been able to sync the data successfully. When the patient was walked through syncing the meter with the app and device the syncing was successful and the issue was resolved. Additionally, the onetouch reveal app owners booklet includes the following note regarding meter averages; ¿result averages provide information from past results. Do not use result averages to make immediate treatment decisions. Always consult your healthcare professional before making significant changes to your diabetes care plan.¿ the product was replaced and requested back for evaluation. Although no evidence of a device malfunction or defect was discovered, this complaint is being reported because the patient experienced symptoms which meet lfs¿ criteria for a serious injury reportable adverse event after the alleged issue occurred.